Event description:
It was reported that ice was forming on the needle shaft. Very quickly after starting the first freeze cycle of a renal cryoablation procedure, ice began forming on the icerod needle from the skin up the entire needle shaft, and continued throughout subsequent freeze cycles. The physician protected the patient's skin using a sterile towel and continuously irrigating with saline during the freeze cycles. The treatment was completed successfully with no evidence of injury to the patient.

Manufacturer narrative:
The icerod needle was returned for technical analysis. Physical inspection found the needle shaft deformed; therefore, functional testing could not be performed. The needle DHR was reviewed and no related deviation or concerns were noted. As the device passed initial testing during use it is unlikely that the reported issue was caused by shaft deformation. A review of similar incidents indicate frost on shaft was the result of vacuum sleeve insulation loss due to a component failure; however, without engineering analysis this could not be confirmed.

Event description:
It was reported that ice was forming on the needle shaft. Very quickly after starting the first freeze cycle of a renal cryoablation procedure, ice began forming on the icerod needle from the skin up the entire needle shaft, and continued throughout subsequent freeze cycles. The physician protected the patient's skin using a sterile towel and continuously irrigating with saline during the freeze cycles. The treatment was completed successfully with no evidence of injury to the patient.